Event description:
Caller alleged discrepant inratio2 inr results in comparison to an unspecified alternate testing inr result. The home health care services tested the pt on (B)(6) 2013 on the inratio2 and received a 2.8 inr reading. The pt went to see the physician later that day due to bleeding gums. The physician tested on an unspecified alternate testing system and received a 6.0 inr result. The time between testing was unspecified. Therapeutic range 2.5-3.5 for pt. There was no report of medical intervention. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.